Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of the surgical lights - axcel. As it was stated, the foil was worn and broken. The designated complaint unit employee confirmed based on photographic evidence that the foil of the keypad was broken with missing particles. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into the sterile field or during the procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the broken foil of the keypad with missing particles, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for the patient upon the event occurrence. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the broken foil of the keypad with missing particles is very low. Root cause analysis was performed by subject matter expert at the manufacturer's site. The probable causes of keypad degradation are as follows: collisions and frictions with other equipment due to an inappropriate use. Infiltration, stagnation of aggressive cleaning products and repeated excessive rubbing due to an inappropriate cleaning protocol. To prevent any incident, the user manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - axcel. As it was stated, the foil was worn and broken. The designated complaint unit employee confirmed based on photographic evidence the foil of the keypad was broken with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.